Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the right ventricular (rv) lead tested appropriately. When connected to the device, possible loss of capture was observed. The rv lead and device were disconnected and the lead was tested with acceptable results. When the rv lead and device were connected, the loss of capture was again observed. As a result, the device was removed and replaced. No adverse patient effects were reported.